Event description:
A customer reported that an ophthalmic operating surgical forceps clamp was closed, did not open during vitrectomy surgery. The procedure was completed on the same day by using another forceps. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The concerned sample was not received by the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no further complaints associated with the given lot. A sample was not received at the manufacturing site which is why the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample is received with inner blister and cover foil, but without outer blister. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps get stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customer's complaint is confirmed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It cannot be determined how or where the damage to the sample occurred; therefore, a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).